Event description:
Boston scientific provided the following information: patient presented with symptoms of lightheadedness. Significant changes in lead impedance and thresholds were noted. Lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found abraded through 47 cm distal to the is-1 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, a cut into the insulation was found 13 cm distal to the is-1 connector pin, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.